Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced out-of-range blood glucose with both hypoglycemia and hyperglycemia while using the ilet, including a low of 48 mg/dl corrected with oral glucose and a high of 330 mg/dl that decreased while continuing insulin on ilet; the infusion set site was reported as fine and recently changed, and the agent advised that the ilet was still adapting. Symptoms included none reported. Outcomes included no outside assistance and no medical intervention. Investigation included troubleshooting and education with recommendations to monitor blood glucose for 1¿2 hours. Investigation of this case revealed an unclear cause for hyperglycemia with no device alarms or malfunctions reported and no device component concerns identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.